Event description:
It was reported by a customer that there was significantly diminished fiber vaporization efficiency at 14,590 joules.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap fractured and partially broke off. The fiber piece broken was not returned. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.